Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported, to hamilton medical ag: self test failed. Tf 231022 (pexpvalve sensor defect). No health consequences or impact. Patient involvement is unknown.